Manufacturer narrative:
(B)(4).the investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Provided info stated the product was not suspected of failing to meet specs or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
The pt was revised to address osteolysis.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event based on the newly provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.